Manufacturer narrative:
Please reference MDR 2183870-2008-00230 for other protege everflex used in this procedure.

Event description:
Sfa stenting-patient enrolled in prospero trial in (B) (6): moderate occlusion of device reported prior to discharge. Patient recovered without permanent disability.